Event description:
It was further reported that the patient experienced erosion with the cuff leading to it being explanted around a year prior. A reimplant surgery was performed in which a new aus was implanted. The patient did not experience any further known adverse events and was expected to fully recover following the reimplant.